Event description:
It was reported that during an initial total knee arthroplasty, a piece of the femoral impactor pad fractured. No patient impact or adverse events have been reported as a result of the malfunction. All available information has been provided.

Manufacturer narrative:
(b)(4)G2: Foreign - Event occurred in Canada.The customer has indicated that the product is in process of being returned to Zimmer Biomet for investigation. Once the investigation has been completed, a Follow-up MDR will be submitted.